Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. Customer noticed that the reservoir is full. Customer experiencing high blood glucose; the blood glucose reading have been over 600 mg/dl. Customer started wearing the insulin pump on (B)(6) . Customer not trained on the sensors. Nothing further reported.